Event description:
It was reported that the pharmacy employee said that the package product was violated. So the product was contaminated. They did not know to inform where this happened. Device will not be returning.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). There was one device/package received. The package was received with the blister cracked on the corner, compromising sterility. The carton was not provided. Each device/packaging is visually inspected during the packaging process and damage of this magnitude would have been detected. There were no missing pieces of the blister, therefore the blister was completed and intact when sealed to the tyvek. Damage occurred outside of packaging facility and was caused by impact from the outside. There was no other damage to the package. The information you provided is compiled monitored and reviewed by upper management on a routine basis for any associated trends. We value your assistance in providing us an opportunity to evaluate the reported event as all information reported to our company is critical to our continuous improvement efforts.